Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation 2 the device quit working. The patient alleged that the humidifier was extremely hot. Patient stated "boiling". Then machine turned off. It has happened multiple times. The device was not returned. If additional information is received a follow up report will be submitted.